Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, other/defective. Shoulder collar out of position, tie rod end possibly mis-adjusted, compression spring pushing inductive out of neutral. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, other/defective. Shoulder collar out of position, tie rod end possibly mis-adjusted, compression spring pushing inductive out of neutral. Rim control is not centered properly so the chair moves by itself.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Rim control is not centered properly so the chair moves by itself.